Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included fibroids since 2004 and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), migraine ("migraines / headaches"), headache ("headaches"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, depression, migraine, headache, anxiety, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, hot flush, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. After deployment there was noted to be 1 trailing coil. In a. Similar manner, the left tubal ostia. Was visualized. The essure device was easily inserted in to the left tubal ostia as per protocol. After deployment there were 3 trolling coiis . Discrepancy noted in essure confirmation test: as per previous fu: patient underwent essure confirmation test but in current fu it was mentioned that patient did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. This case become serious incident. Removal information updated. Fu 4 and 5 processed together. On 31-jan-2020: pfs received .historical drug were added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, urinary frequency, rectocele, pre-menopausal menorrhagia and abdominal mass. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included fibroids since 2004 and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), migraine ("migraines / headaches"), headache ("headaches"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the hot flush, depression, migraine, headache, anxiety, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, hot flush, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 140 lbs. Approximate weight at the time of essure placement 130 lbs. After deployment there was noted to be 1 trailing coil. In a. Similar manner, the left tubal ostia. Was visualized. The essure device was easily inserted in to the left tubal ostia as per protocol. After deployment there were 3 trolling coiis . Discrepancy noted in essure confirmation test: as per previous fu: patient underwent essure confirmation test but in current fu it was mentioned that patient did not underwent essure confirmation test. She received treatment for pelvic pain, abnromal vaginal bleeding and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events " pelvic pain, abnormal vaginal bleeding, menorrhagia, was changed from unknown to recovered/resolved". Reporter causality comment was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.